Manufacturer narrative:
The images contained in the article were reviewed: it is suspected that the second needle stick actually damaged the sheath that was in the femoral vein. This led to the device being stressed and then tore when it was removed. Journal article information: angiographic sheath fracture and its embolization to the right atrium during coronary angiography and its successful percutaneous retrieval - an unusual complication. Türk kardiyol dern ars - arch turk soc cardiol 2013;41(8):783 doi: 10.5543/tkda.2013.36079 neither event nor publication date was provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a history of obesity and coronary artery disease. Physician intended to use an input ps introducer sheath during an angiogram. During the procedure the femoral artery was punctured using a modified seldinger technique. As the patient was obese, slight difficulty was encountered during the puncture. The femoral vein was punctured inadvertently, so the physician had to slightly withdraw the needle, and then the artery was punctured. A 6 f 11 cm input® ps introducer sheath was inserted into the femoral artery, but it was introduced into the femoral vein via the femoral artery according to the original puncture tract. Another puncture was done to the femoral artery and another 6 f 11 cm input ps introducer sheath was inserted into the femoral artery. Both were new sheaths. The angiogram was completed. One hour later, while removing the sheaths, the arterial sheath was extracted, but only the proximal half of the venous sheath was retrieved. Fluoroscopy was performed to check for the distal fragment, which was found in the right atrium, where it had embolized. The patient was asymptomatic. Retrieval was planned, but there was no snare available at that time. The femoral vein was punctured using the same technique, and a 7 f 11 cm input® ps introducer sheath was inserted. A 0.014-inch 180 cm percutaneous transluminal coronary angioplasty wire was taken and its loop was passed through standard 6 f jr4 proflo diagnostic catheters the lengths of which were shortened by cutting 20 cm from the tip to accommodate the loop, as the length of both the jr4 and the loop was 90 cm, and thus a snare was constructed by catching both free ends with arterial forceps. This snare was passed into the venous sheath, and under fluoroscopic guidance, the embolized fragment was successfully retrieved after multiple attempts. The whole process was completed in 25 minutes. The patient was discharged in stable condition the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.